Event description:
It was reported that the intraocular lens (iol) was inserted into patient's left eye, however, was removed during the same procedure. It was initially indicated that the lens explanted itself, however, the surgeon denied it through the additional information provided. He also mentioned that the lens was removed uneventfully from the eye as it had bent haptic. Another lens of same model and diopter was used as the replacement. There was no patient injury and no other medical/ surgical intervention was required. No other information was provided.

Manufacturer narrative:
Weight, ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: the device was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues could be identified with the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: the complaint issue of bent haptic was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.